Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 15may2020.

Event description:
The customer reported touchscreen failure. There was no patient involvement.

Manufacturer narrative:
G4: 29sep2020. B4: 30sep2020. The reported problem was confirmed to be a non sensitive touchscreen. The repair was completed by a non-philips entity. They replaced and the reported problem was resolved. The part will not be returned for investigation. The ventilator was calibrated successfully and passed all required testing. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.